Event description:
As reported by the (B)(4) study, approximately thirty-one months after the index procedure a patient experienced stable angina resulting in a revascularization to the proximal circumflex. The targeted vessel had been previously revascularized with an unknown stent and balloon angioplasty. The indication for the index procedure was stable angina pectoris. At that time, angiography revealed 90% stenosis to the distal circumflex. The lesion was described as 15 mm in length, included side branch less than or equal to 2.5 mm, class b1 and de novo. The reference vessel was 2.25 in diameter. A 2.25 x 18 mm cypher rx was implanted at 12 atm. The post residual stenosis was 0% with a timi of 3. The proximal circumflex was described as having 80% stenosis, 10 mm in length, class b1 and de novo. A durstar rx ptca dilation catheter was used and a 2.25 x 13mm cypher rx was implanted at 17 atm. The stent was post dilated with a 2.75 x 8 mm balloon at 13 atm due to stent not fully expanding. The post residual stenosis was 0% with a timi of 3. Approximately thirty-one months after the index procedure, the patient experienced stable angina. Then, three weeks later, the patient underwent a revascularization to the targeted vessel (proximal circumflex). The procedure was angina driven and the lesion was treated with a CABG. Per the investigator, the event was not related to the index procedure, the study stent or the study drug. Per the angiogram performed on (B)(6) 2012, there was 50 to 60% in-stent stenosis of a cypher stent in the proximal circumflex. There was also noted 90 to 95% in-stent restenosis of an unknown stent. Normal ejection fraction. The cypher stent placed in the distal cx was found to be patent.

Manufacturer narrative:
Concomitant medications: klor-con 20 meq qd, aspirin 162 mg qd, metoprolol 25 mg qd, clonezepam 1 mg qd, nitrostat 0.4 mg prn, lipitor 40 mg qd and humalog 15 units qd. Complaint conclusions: as reported by the (B)(4) study, approximately thirty-one months after the index procedure a patient experienced stable angina and a revascularization to the proximal circumflex. This is a (B)(6) female with medical history including hyperlipidemia, hypertension, history of angina, history of previous pci ((B)(6) 2010), history of congestive heart failure, history of diabetes mellitus (type ii), history renal insufficiency, history of allergy (ativan, bactrim, elavit, percocet and sulfonamide antibiotics), history of seizures and history of depression. The targeted vessel had been previously revascularized with an unknown stent and balloon angioplasty. The indication for the index procedure was stable angina pectoris. At that time, angiography revealed 90% stenosis to the distal circumflex. The lesion was described as 15 mm in length, included side branch less than or equal to 2.5 mm, class b1 and de novo. The reference vessel was 2.25 in diameter. A 2.25 x 18 mm cypher rx was implanted at 12 atm. The post residual stenosis was 0% with a timi of 3. The proximal circumflex was described as having 80% stenosis, 10 mm in length, class b1 and de novo. A durstar rx ptca dilation catheter was used and a 2.25 x 13 mm cypher rx was implanted at 17 atm. The stent was post dilated with a 2.75 x 8 mm balloon at 13atm due to stent not fully expanding. The post residual stenosis was 0% with a timi of 3. Approximately thirty-one months after the index procedure, the patient experienced stable angina. Then, three weeks later, the patient underwent a revascularization to the targeted vessel (proximal circumflex). The procedure was angina driven and the lesion was treated with a CABG. Per the investigator, the event was not related to the index procedure, the study stent or the study drug. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077477 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
Addendum: additional information was received through minutes regarding (B)(6) 2012 procedure. Repeat angiography on (B)(6) 2012 for recurrent exertional angina was performed. For the target lesion in the distal cx, the angiographic core lab reported a 22% in-lesion restenosis with no thrombus and timi 3 flow. This lesion contained no bifurcating branches. For the target lesion in the proximal cx, the angiographic core lab reported a 46% in-lesion restenosis with no thrombus and timi 3 flow. The bifurcating branch (2nd om) had a 30% stenosis per angiographic core lab report. According to the catheterization report, coronary angiography revealed a 50 to 60% in-stent restenosis in the proximal cx. The catheterization summary also reported an 80% stenosis in the mid lad, a 95% stenosis in the ostial diagonal, a 90 to 95% stenosis in the proximal rca, and a 95% stenosis in the mid rca. Cardiology consultation was performed, and treatment with a CABG surgery was recommended. On (B)(6) 2012 the patient underwent a successful CABG surgery with the svg graft to the 1st om, the svg graft to the 2nd om, the lima graft to the lad, an extension y-graft to the 1st diagonal with endarterectomy of the 1st diagonal, and the svg to the r-pda. Ligation of left atrial appendage was also performed. The surgery did not involve target lesions- proximal and distal cx however percentage restenosis in the proximal cx was 50-60% and distal cx was a separate lesion and as per site it was noted to be patent. Post-operative course was uneventful and she was discharged on (B)(6) 2012. There have been no new information received that changes codes or reportability in this file. This is just to update the new information received regarding (B)(6) 2012 procedure through minutes. Updated complaint conclusion: as reported by the cypress study, approximately thirty-one months after the index procedure a patient experienced stable angina and a revascularization to the proximal circumflex. This is a (B)(6) female with medical history including hyperlipidemia, hypertension, history of angina, history of previous pci (2/4/2010), history of congestive heart failure, history of diabetes mellitus (type ii), history renal insufficiency, history of allergy (ativan, bactrim, elavit, percocet & sulfonamide antibiotics), history of seizures and history of depression. The targeted vessel had been previously revascularized with an unknown stent and balloon angioplasty. The indication for the index procedure was stable angina pectoris. At that time, angiography revealed 90% stenosis to the distal circumflex. The lesion was described as 15mm in length, included side branch less than or equal to 2.5mm, class b1 and de novo. The reference vessel was 2.25 in diameter. A 2.25 x 18mm cypher rx was implanted at 12atm. The post residual stenosis was 0% with a timi of 3. The proximal circumflex was described as having 80% stenosis, 10mm in length, class b1 and de novo. A durstar rx ptca dilation catheter was used and a 2.25 x 13mm cypher rx was implanted at 17atm. The stent was post dilated with a 2.75 x 8mm balloon at 13atm due to stent not fully expanding. The post residual stenosis was 0% with a timi of 3. Approximately thirty-one months after the index procedure, the patient experienced stable angina. Then, three weeks later, the patient underwent a revascularization to the targeted vessel (proximal circumflex). The procedure was angina driven and the lesion was treated with a CABG. Additional information was received through minutes regarding (B)(6) 2012 procedure. Repeat angiography on (B)(6) 2012 for recurrent exertional angina was performed. For the target lesion in the distal cx, the angiographic core lab reported a 22% in-lesion restenosis with no thrombus and timi 3 flow. This lesion contained no bifurcating branches. For the target lesion in the proximal cx, the angiographic core lab reported a 46% in-lesion restenosis with no thrombus and timi 3 flow. The bifurcating branch (2nd om) had a 30% stenosis per angiographic core lab report. According to the catheterization report, coronary angiography revealed a 50 to 60% in-stent restenosis in the proximal cx. The catheterization summary also reported an 80% stenosis in the mid lad, a 95% stenosis in the ostial diagonal, a 90 to 95% stenosis in the proximal rca, and a 95% stenosis in the mid rca. Cardiology consultation was performed, and treatment with a CABG surgery was recommended. On 09/17/2012 the patient underwent a successful CABG surgery with the svg graft to the 1st om, the svg graft to the 2nd om, the lima graft to the lad, an extension y-graft to the 1st diagonal with endarterectomy of the 1st diagonal, and the svg to the r-pda. Ligation of left atrial appendage was also performed. The surgery did not involve target lesions- proximal and distal cx however percentage restenosis in the proximal cx was 50-60% and distal cx was a separate lesion and as per site it was noted to be patent. Post-operative course was uneventful and she was discharged on (B)(6) 2012. Per the investigator, the event was not related to the index procedure, the study stent or the study drug. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instant restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.